Manufacturer narrative:
Results: conically shaped and dilated aortic neck. Migration. Required secondary intervention.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 42 months ago. Aneurysm morphology at the time of implant was not reported and the aortic neck was conical in shape. It was reported that the stent graft was found to have migrated 12 - 15 mm due to a dilated aortic neck. A talent aortic cuff was planned to be implanted to address the stent graft migration. No additional clinical sequelae were reported.